Event description:
The reporter states, that the customer obtained the blood glucose comparison of "hi" (greater than 600 mg/dl) and 190 mg/dl on the accu-chek advantage system. The blood glucose comparison was obtained within 10 minutes. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested. The reporter also states, that the customer mixed additional strips (with same lot number) in the vial with the accu-chek comfort curve lot number #550033.